Event description:
On (B)(6) 2012 customer reported that there was a small fluid leak (several drops) from the probe wipe assembly of the act diff instrument onto the counter. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and replaced plugged pinch valve 15 that drains the vacuum isolator chamber and applies vacuum to the probe wipe assembly. This resolved the issue. The repair was verified and the system validated.

Manufacturer narrative:
(B)(4).